Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37092, lot # 251060001, implanted: (B)(6) 2010, product type accessory; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that an overdischarge was suspected. It was noted the patient could not connect when trying to recharge. It was reported the last time stimulation was felt and the last successful recharge session were both months prior to call. It was reported the impedances could not be checked due to the overdischarge. It was noted the battery depletion was normal. It was reported the patient frequently went into overdischarge. It was noted it was unknown if the leads were involved. It was reported the patient was going to undergo replacement surgery. It was noted the patient did not require hospitalization and had no injury. It was reported the patient had received assistance from their healthcare provider and manufacturer representative and their concerns were resolved. It was noted the patient was seen on (B)(6) 2014 for a new charger. It was reported the patient was scheduled for replacement surgery on (B)(6) 2014. Additional information received reported the cause of the over-discharge was due not charging from illness and the passing of their husband. It was noted the device reached end of life (eol) due to three over-discharges. It was reported that after replacement the device was working and the patient is receiving effective therapy.